Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause of the delivery issue was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was going to be implanted with an impella cp device for mechanical circulatory support. A delivery issue with the impella device was reported. Pump placement was attempted during ongoing patient cardiopulmonary resuscitation (CPR) and defibrillation; however, the wire was pulled too early which contaminated the device. The pump insertion was aborted because of the contamination. No patient harm or injury noted.